Manufacturer narrative:
Continuation of medical devices: product ID 977a275, lot# 0208226483, implanted: (B)(6) 2014, product type lead. Product ID neu_ unknown_lead, explanted: (B)(6) 2014, product type lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Product ID: 977a275, serial/lot #: (B)(4), ubd: 02-apr-2018, UDI#: (B)(4); product ID: neu_unknown_lead, ubd: 02-apr-2018, report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. A telemetry printout was provided that showed high impedance values. The electrode impedance test at 3 volts using electrode 1 as the reference showed no values out of range, but electrode 0 was 7272 ohms and electrode 6 was 15518 ohms; other electrodes were between 502 and 563 ohms. There were electrode pairs that also gave elevated impedance: 0 and 1 was 7272 ohms, 0 and 2 was 7465 ohms, 0 and 3 was 7501 ohms, 0 and 4 was 7501 ohms, 0 and 5 was 12036, 0 and 6 was 31221 ohms, 0 and 7 was 7574 ohms, 1 and 6 was 15518, 2 and 6 was 15596, 3 and 6 was 15518, 4 and 6 was 15518, 5 and 6 was 15674 ohms, and 6 and 7 was 15365 ohms. Other pairs were between 472 and 563 ohms. No symptoms were reported. Additional information was received from the manufacturer representative reporting that the patient had a ¿first surgery¿ on (B)(6) 2014 and the lead was replaced. The lead was placed in the 0-8 connector port. All impedances were good. On (B)(6) 2016 high impedances were found. Pool 2 was high even at 3.0v during the measuring of impedances. A ¿second surgery¿ on (B)(6) 2018 was performed to implant a second lead which was placed in the 9-16 connector port. It was unknown why the patient has high impedances. The patient has also always known paresthesia at very low strength and has thought it was very uncomfortable to take impedance checks next over 1.5 volts. The nurse was satisfied with how the device works now for the patient. No further complications were reported or anticipated.